Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's leads were explanted and replaced. Therapy was restored following the procedure.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report. Event date is an estimation.

Event description:
Related manufacturer reference number: 3006705815-2020-32179. It was reported that the patient's therapy is autoreducing and the leads are exhibiting high impedances. Surgical intervention is expected to resolve the issue.